Event description:
Related manufacturer reference number: 2017865-2023-95738 related manufacturer reference number: 2017865-2023-95739 it was reported that the patient presented for a scheduled implant procedure. During the procedure, three different right atrial lead implants were attempted. For each lead, after deploying the helix in place, the leads would then dislodge. The leads were unable to be re-positioned as the lead's helix would not retract. The leads were not used, and ultimately a new lead was implanted successfully to complete the procedure on (B)(6) 2023. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, and a helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of a helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region was over-torqued and the helix was stretched consistent with procedural damage. The cause of helix mechanism issue was isolated to the over-torque of the inner coil and procedural damage on the helix. Electrical testing was normal.